Event description:
Pt underwent a lumbar disc surgery with administration of adcon-l. The pt later developed a spinal headache. The phyician reported that the spinal headache was subsequent to a puncture with a 27g needle. No additional info was available.